Event description:
It was reported that the patient (pt) reported it was discovered that there was a break in the patient's (pt) lead wire. Patient said that the rep told them that the break would not effect the patient's therapy location. Rep recommended that patient charge their implant any chance they got whether it be only for 5-10 minutes because the rep said the break could cause the implant battery to drain more quickly. Additional information was received reporting that the rep was not informed of a broken lead and interrogation did not show that and rep did not discuss it with the patient.

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient has high impedance on contact zero on the left and contact nine on the right, per provider. Cause is unknown but provider did not seek further evaluation of the high impedance because these contacts are not being used for active therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.